Event description:
The pt reported uncomfortable sensations while charging the implant. An advanced bionics rep performed device evaluation. The problem was not confirmed. The physician believes that the reported sensations are device related.